Event description:
It was reported that during a procedure, the coating on the tip of the photonblade 3 flaked due to excessive manipulation. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
D4: full UDI added. H6: the quality investigation is complete.

Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete. D4: full UDI will be filed once the product history review is provided.

Event description:
It was reported that during a procedure, the coating on the tip of the photonblade 3 flaked due to excessive manipulation. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.